Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 450cc mentor (left) memorygel breast implant and an unknown mentor gel implant (right) experienced left sided rupture, bilateral capsular contracture (baker¿s grade unknown), asymmetry, ptosis, and associated pain post procedure. The device was explanted without replacement on (B)(6) 2019. En block total capsulectomy, implant removal, and mastopexy were performed. Mentor previously reported the left sided rupture on (B)(6) 2019 under # 1645337-2019-12320. On 7/18/2019 mentor received additional information and initial awareness of contralateral issues. This report relates to the right prosthesis.